Event description:
Patient presented to the physician with ongoing right-sided headaches since the implant procedure, along with neck stiffness and stimulation lead tethering. Physician prescribed pain medication.